Event description:
Pt reports that for the past 4 months, she has not been hearing as well as she has in the past. Speech testing showed declined performance on sentence testing from 78% to 40%. Pt denies trauma, illness or changes in medications.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
(B)(4). Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. Additionally, damage to the active electrode due to excessive mechanical stress was found during the investigation. These damages are very likely related to the explantation surgery. This is a final report.

Event description:
The patient has experienced a decrease in hearing performance for the past 4 months. Patient denies trauma, illness and changes in medications. The patient has been re-implanted.